Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and hazy, turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 453/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for three weeks to address the infection. The patient is recovering from this event while he remains asymptomatic on antibiotic therapy at home. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.